Event description:
It was reported that several hours after the iab was inserted, the pump began experiencing helium loss alarms. Since a balloon leak was suspected, the iab was removed and a replacement was not required. There were no patient complications.